Event description:
A malfunction alarm identified as malf 9 was reported without any significant events occurring beforehand. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. Technical support advised to contact them again should the issue recur, and the action was acknowledged and understood by the customer¿s father.